Event description:
Pt experienced laceration following a tlh procedure.

Manufacturer narrative:
Refer to e-complaint (B)(4). An investigation was launched to identify potential root causes. The investigation was carried internally by coopersurgical quality engineers. The customer did not return the sample associated with this complaint. The reported condition could not be confirmed as the unit in question was not returned. The lot number of the complaint unit was not identified so a DHR review can not be performed for the device involved in the complaint. A review of complaint history of product p/n kcs-rumi-35 showed no previous similar complaints. All investigations showed that they were mfg and tested per established procedures. There were no product or process failures observed as a result of mfg. One box of 5 kcs-rumi-35 units was retrieved from ls inventory (lot 155719) and visually inspected. The surface was inspected for any sharp corners or edges and any abnormalities within the device. There was no abrasive surface or defect identified. DHR record for lot 155719 indicates all units were mfg within specification. Reported failure could not be duplicated with the info provided to coopersurgical. No further actions are needed at this time. Coopersurgical will continue to monitor the complaint condition. Coopersurgical will re-evaluate the complaint condition if additional info is received.